Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room with a merlin.net remote transmission alert of out of range pacing lead impedance on the right ventricular lead. Trend appeared to indicate that impedance rise was due to physiologic reasons. The lead was turned off and was later explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A partial lead with the distal end measuring 52.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Correction: should have been (B)(6) 2019, not (B)(6) 2019.